Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a percutaneous intracranial aneurysm embolization of the middle cerebral artery (mca), a 150/5cm prowler select plus microcatheter (606s255x, 30198234) was plugging. There was not patient injury reported. The physician changed to another device to complete the operation. There was no patient injury reported. The encountered difficulty was with an unspecified coil. The resistance was felt at the hub, they were not able to move the device at all due to the resistance. Other devices were not successfully used with the concomitant device prior to or after the encountered resistance. There was no difficulty removing the device from the patient. One non-sterile prowler select plus 150/5cm unit was received inside of a pouch. The device was visually inspected no damages were noticed. Then a microscopic inspection, no other damages were observed. The received microcatheter (mc) was flushed using a lab sample syringe. After that, a guide wire .018¿¿ lab sample was introduced into the received mc and it advances, then the wire was able to pass through of the mc without any difficulty. The ID and od of the received devices were measured near to the compressed conditions against drawing and results were found within specification. A manufacturing record evaluation was performed for the finished device 30198234 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) ¿ obstructed with mc loss of cerebral target position¿ was not able to confirm. The device was not found obstructed since the wire can be pass through of the mc without any difficulty. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. The device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a percutaneous intracranial aneurysm embolization of the middle cerebral artery (mca), a 150/5cm prowler select plus microcatheter (606s255x, 30198234) was plugging. There was not patient injury reported. The physician changed to another device to complete the operation. There was no patient injury reported. The encountered difficulty was with an unspecified coil. The resistance was felt at the hub, they were not able to move the device at all due to the resistance. Other devices were not successfully used with the concomitant device prior to or after the encountered resistance. There was no difficulty removing the device from the patient.